Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing. A request has been made for information regarding the event resolution, and details will be provided, once available. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing. Recently, two further inappropriate shocks were delivered due to a change in the elevated heart rate and subsequent t-wave over-sensing. Boston scientific technical services (ts) was contacted for review, and it was discussed that the patient's rhythm morphology was not compatible with the s-ICD and recommended upgrading the patient to a transvenous system. The patient was hospitalized with therapy programmed off. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.